Event description:
It is reported that the customer received a button error on their insulin pump. The customer's blood glucose level was at 76 mg/dl. Trouble shooting was conducted and customer was advised to use back up method and replace the pump. The pump is being returned. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.